Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a driveline fault alarm. There was a plan to exchange the controller and if the alarm returned the modular cable would be exchanged as well. The cause of the driveline fault alarm was not identified. The patient was asymptomatic. The pocket controller was exchanged to the back-up controller. The controller exchange was successful in stopping the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was not confirmed. The heartmate iii system controller was not returned for analysis and no log files were sent for review. Additional information sent on 27feb2020 indicated that exchanging the controller resolved the reported alarm. Responses to good faith efforts indicated that the system controller would be returning, however the system controller has yet to be returned for analysis and no tracking information was provided. The root cause of the reported driveline fault alarm could not be conclusively determined in this investigation. No further information was provided. The manufacturer is closing the file on this event.